Event description:
A peritoneal dialysis (pd) patient's caretaker reported that this patient was hospitalized with a pd related infection. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was experiencing symptoms of abdominal pain. The patient went to the hospital and was admitted. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew gram positive diphtheroids. The patient was treated with antibiotic therapy (details unknown) and continued pd therapy during the hospital stay. Subsequently, the patient was discharged. The nurse stated the patient continues pd therapy with the same cycler and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse reported the peritonitis is associated with a breach in aseptic technique during the pd exchange as the patient admitted not following proper technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that this patient was hospitalized with a pd related infection. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was experiencing symptoms of abdominal pain. The patient went to the hospital and was admitted. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew gram positive diphtheroids. The patient was treated with antibiotic therapy (details unknown) and continued pd therapy during the hospital stay. Subsequently, the patient was discharged. The nurse stated the patient continues pd therapy with the same cycler and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse reported the peritonitis is associated with a breach in aseptic technique during the pd exchange as the patient admitted not following proper technique.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis is likely to be associated with a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.